Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
This report is to advise of a fracture found in the catheter during analysis.